Event description:
The customer contact reported no suction. Prior to patient use, during the testing of the suction set-up, the healthcare professional noted no suction. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.